Event description:
The customer contact reported that the patient received less medication than intended. At an unspecified time, the secondary line of the pump was programmed to deliver an unspecified medication for a duration of one hour. No further programming parameters were provided. After an unspecified length of time, it was reported that the pump display indicated the secondary delivery was complete; however, approximately 25% of the medication remained in the solution bag. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number, therefore, it will not be returned for investigation.